Event description:
It was reported that an alert was generated for this system due to smartpass being disabled. Data showed intermittent t-wave oversensing and undersensing. This patient had previously received inappropriate shocks and a recent aborted shock due to the oversensing. A boston scientific technical services consultant noted low r-wave measurements which were nearly the same amplitude as t-wave measurements. The consultant identified that the device should be updated with current software prior to troubleshooting. Programming options and vector assessment was discussed. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing. Additionally, remaining longevity had decreased from 36% to 16% over the past four months. A boston scientific technical services consultant reviewed the device data and confirmed power consumption was steady and stable. The consultant recommended continuing routine follow up visits and weekly alert checks via remote monitoring. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for this system due to smartpass being disabled. Data showed intermittent t-wave oversensing and undersensing. This patient had previously received inappropriate shocks and a recent aborted shock due to the oversensing. A boston scientific technical services consultant noted low r-wave measurements which were nearly the same amplitude as t-wave measurements. The consultant identified that the device should be updated with current software prior to troubleshooting. Programming options and vector assessment was discussed. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing. Additionally, remaining longevity had decreased from 36% to 16% over the past four months. A boston scientific technical services consultant reviewed the device data and discussed the sensing vector and device longevity with the caller. The system remains implanted at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for this system due to smartpass being disabled. Data showed intermittent t-wave oversensing and undersensing. This patient had previously received inappropriate shocks and a recent aborted shock due to the oversensing. A boston scientific technical services consultant noted low r-wave measurements which were nearly the same amplitude as t-wave measurements. The consultant identified that the device should be updated with current software prior to troubleshooting. Programming options and vector assessment was discussed. No adverse patient effects were reported.